Event description:
It was reported that during transfer of sp images using the passport system, studies are converted from ustu format to dicom format. Reportedly, if there is more than one sp report in one ustu file, all of the exported reports have the image from the last report and the test from the correct reports. Therefore, there is one correct report (the last one) and all the other reports have an image that doesn't match the text. This might cause confusion, but there have been no reported injuries or other adverse events from this malfunction.